Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit, the endoscopic image cannot be displayed and e226 was shown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head presented no image. The issue was found during during set up / inspection for use. There were no reports of patient harm.